Event description:
Patient reported a right side rupture confirmed via ultrasound. Patient later reported capsular contracture baker grade iii and "lymph nodes with foreign body reaction, consistent with so-called silicones." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture iii and granuloma. Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Granuloma: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.